Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia, on (B)(6) 2019 with 47 mg/dl blood glucose level and treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer stated that the insulin was dripping from end of set before connecting at their site. Customer reported that the programming was accurate. Customer declined further assistance. The insulin pump will not be returned for analysis.